Event description:
It was reported, that patient's right ventricular (rv) lead exhibited high threshold and high pacing impedance. It was further noted, that the lead was fractured. The lead was explanted and replaced. The patient was stable.